Manufacturer narrative:
Philips clinical application specialist (cas) spoke to the customer biomed over the phone and discussed the customer¿s monitor¿s alarm settings and configurations. The cas determined that the alarm reminder setting was set to ¿off¿ and recommended the customer reconfigure the device to re-alarm after one to two minutes. The cas arranged a conference call including the customer¿s biomed and the customer¿s account clinical specialist (cs). The cs reconfirmed that the alarm reminder setting was set to ¿off.¿ the cs also determined that the monitor¿s red alarms were configured to be latched and that the spo2 limits were 100-87%, with desat at 85%. The customer biomed stated that he confirmed operational functionality of the monitor, including spo2 performance, without issues. The philips clinical application specialist (cas) and clinical specialist (cs) confirmed that no product malfunction occurred; the customer¿s biomed confirmed that the desat alarm sounded and that the red alarms were configured as latched, without alarm reminders. Philips mp5 IFU explicitly states expected outcomes concerning alarm latching behavior pre- and post-acknowledgement of alarms and whether or not the alarm condition is still present. The customer biomed stated that he confirmed operational functionality of the monitor, including spo2 performance, without issues. The customer biomed also stated that he would discuss the outcomes of the alarm settings and configurations with the customer¿s unit managers. The customer has decided not to provide philips with additional information concerning the patient¿s outcome and has informed philips that any further communication would come from the customer¿s legal department. No further investigation is required.

Event description:
The customer has called philips to report that on (B)(6) 2020 around 5:45 am the mp5sc monitor in unit 6ab generated an spo2 desat alarm that the customer had acknowledged. The alarm did not sound again, but the customer¿s staff found the patient unresponsive. The patient was found unresponsive following the alarm. The customer has decided not to provide philips with additional information concerning the patient¿s outcome.